Event description:
It was reported that during a routing device changeout, the left ventricular lead exhibited capture anomalies and high thresholds. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.